Event description:
It was reported to boston scientific corporation in late 2007 that a resolution clip device was used for post polypectomy clipping a week prior (patient age, gender and weight unknown). According to the complainant, during the procedure, the device seemed to deploy successfully; however, the physician had difficulty getting it to release. The procedure was completed successfully with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual inspection of the returned device revealed that the clip assembly was deployed and not returned with the device. The control wire was separated per design. The coil and control wire were also kinked at the base of the handle and at the base of the spool. The root cause could not be confirmed; however the most probable root cause is that as evident by the kink in the coil, the end-user may have exceeded the design limits of the device during use based on the dfu "precaution(s) prior to use" statements. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.